Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed antenna coil damage. In addition, the electrode was sliced near the fantail prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged antenna coil wires. In addition, x-ray confirmed a cut electrode wire at the slice location near the fantail which is believed to have occurred during revision surgery. System lock is lost while manipulating the antenna coil. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A CAPA was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.